Event description:
(B)(4). The dentist reported that 10 days after the dental implant was installed in the pt's mouth it was verified its non osseointegration; 70 ncm of primary stability was achieved and immediate load was performed.